Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that, during the processing of cord blood using the device, the technician noticed that plasma was leaking from the 200 ml transfer bag component of the device just under the middle port. This leak occurred following the centrifugation step and just prior to the 200 ml transfer bag being placed on the extractor. Only a few drops of blood had leaked out, which the user categorized as not a significant blood loss. The cord blood was transferred into the new transfer/freezer bag and continued to be processed without further incident.